Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reset pump with assistance from technical support and was advised to continue using pump, with instructions to report any recurring issues. Customer understood guidance provided.